Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath into the pt's femoral artery. As the md was placing the iab through the saf sheath, the iab became stuck. As a result, the iab was removed. The md made a request for another iab and this iab was prepped and inserted without incident. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a reported delay in therapy, however, the length of delay is "unk". The pt outcome is listed as "ok."